Event description:
Boston scientific received information that this patient exhibited high shocking impedance measurements of greater than 125 ohms. The patient will be seen at a regularly scheduled appointment within 24 hours.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
Additional information was received that the device was checked the next day and was seen to be working appropriately. The patient will continue to be closely monitored. The device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that another alert was found for high shocking impedances of greater than 125 ohms from this patients home monitoring system. No changes have been made, and there are no plans for intervention at this time. No adverse patient have been reported to date.